Manufacturer narrative:
(Exemption number e2015033). (B)(4). Based on the information and measurements received, the reported pain and fluctuation in impedances seem to be device unrelated. Reportedly, the patient suffers from several systemic health problems, including cardiac and pulmonary issues and is under medication. Diagnostic images confirm the electrode to be in the cochlea and the received in situ measurements are indicative of a functional device except for one channel that has been disabled. Latest information received states that the problems could be solved and the patient is gaining benefit from the implant, which remains implanted and in use. Therefore, it can be assumed that the reported problems are likely related to the mentioned pre-existing health issues and medication thereof.

Event description:
Since one month the patient reported that left processor causes pain when wearing it. Both opus and rondo processors were tried with the same painful results. When the processor is off there is no pain. Running the in situ testing was painful too. Palpation caused no pain. In situ measurements showed fluctuating impedances. Additional information received: the patient is doing well, without pain or discomfort and is satisfied re-implantation is no longer considered.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since one month, the patient reported that left processor causes pain when wearing it. Both opus and rondo processors were tried with the same painful results. When the processor is off there is no pain. Running the in situ testing was painful too. A re-mapping was done by the doctor and when m levels were low there was no pain.